Event description:
It was reported that an increase in rv pacing threshold was observed. The patient has had pain since implant. All leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.